Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, at the first two(2) firings, using the first reload, the staple line was incomplete distally. The second reload was fired on thick tissue and left a poor staple line, which was malformed. The staple line was incomplete distally. The staple lines were oversewn to complete the case. There was no patient injury.